Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that after the customer loads the cartridge air bubbles begin coming out from the cartridge. Reportedly, customer is able to successfully expel air bubbles by performing fill tubing. There was no reported impact to customer's blood glucose level.